Event description:
A hospital in another country, reported that the rd900 infant resuscitator manometer gauge needles sticks when the pressure is set to 10 cmh2o and then reduced. If pressure is set at 40 cmh2o and then reduced the needle moves ok. No patient injury was reported.

Manufacturer narrative:
This report was prepared by rep. We are awaiting the return of the complaint device to complete the investigation.